Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of any overdelivery. During annual performance verification testing at the user facility, the device delivered a measured volume of 21.1ml from an expected delivery of 20ml. Delivery accuracy specifications for this device require delivery of 20ml +1ml (+/5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.